Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 886675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic sinusitis, deviated nasal septum, allergic rhinitis, retention cyst, septoplasty, pelvic discomfort, adenomyosis, fibroids and hypertrophy of nasal turbinates. Previously administered products included for an unreported indication: allegra and zyrtec. Family history included breast cancer and ovarian cancer. Concomitant products included drospirenone + ethinylestradiol (yaz) until (B)(6) 2012 for contraception and menstrual cramp, levonorgestrel (mirena) since 2015 for menstrual cramp as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, depression, anxiety, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: essure device was successfully occluded no evidence for tubal patency with well-positioned essure devices in each tube. No spillage identified normal uterine cavity. Pathology test - on (B)(6) 2017: uterus and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: no significant histopathologic change. Endometrium inactive endometrium with deciduoid stromal changes, consistent with exogenous hormone effect; negative for hyperplasia. Myometrium benign leiomyoma (1.9 cm). Serosa: no significant histopathologic change. Right and left fallopian tubes: two essure coils in place; otherwise no significant histopathologic change. Negative for malignancy clinical history: dysmenorrhea, pelvic pain, essure in place. Gross description: the specimen is received in formalin fixative with the correct patient's name on a container labeled "uterus, bilateral fallopian tubes." The specimen consists of a uterus with attached cervix and bilateral fallopian tubes. The uterus and cervix measure 8.0 x 3.5 x 5.7 cm from cornu to cornu, and weighing 75 grams. The serosal surface is tan-pink with a subserosai leiomyoma measuring 1.9 x 1 a cm. The ectocervix is tan pink, smooth with an external os measuring 1.2 cm in diameter. The specimen is bivalved to reveal an endometrial cavity measuring 4.0 cm in length and measuring 2.7 cm from cornu to cornu. There are two essure coils in either fallopian tubes. The anterior endometrium has a thickness of 0.2 cm, the myometrium and serosal surface measure 1.5 cm. The posterior endometrium has a thickness of 0.1 to 0.2 cm, and the myometrium and serosal surface measures 2.0 cm in thickness. The right fallopian tube measures 6.5 cm in length and has a diameter of 0.8 cm. The attached fimbriated edge measures 2.0 x 1.0 x 0.7 cm. The left fallopian tube has a length of 6.5 cm and a diameter of 07 cm the attached left fimbriated edge measures 20 x 10 x 10 cm.. Concerning injuries reported in this case the following ones were described in patient medical records: dysmenorrhea, depression and anxiety. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs and mr received: events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Medical history, lab data, concomitant , treatment, historical drugs were added. Suspect drug stop date, lot number added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 886675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic sinusitis, deviated nasal septum, allergic rhinitis, retention cyst, septoplasty, pelvic discomfort, adenomyosis, fibroids and hypertrophy of nasal turbinates. Previously administered products included for an unreported indication: allegra and zyrtec. Family history included breast cancer and ovarian cancer. Concomitant products included drospirenone + ethinylestradiol (yaz) until may 2012 for contraception and menstrual cramp, levonorgestrel (mirena) since 2015 for menstrual cramp as well as amoxicillin;clavulanic acid (augmentin) since march 2014, ethinylestradiol;norethisterone acetate (microgestin), fentanyl citrate (narco) from february 2012 to november 2017, nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced depression ("depression/ psychological or psychiatric problems: depression") and anxiety ("mental anguish/ anxiety"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia, dysmenorrhoea, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: essure device was successfully occluded 1. No evidence of tubal patency with well-positioned essure devices in each tube. No spillage identified. 2. Normal uterine cavity. Pathology test - on (B)(6) 2017: uterus and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: 1. Cervix: no significant histopathologic change. 2. Endometrium inactive endometrium with deciduoid stromal changes, consistent with exogenous hormone effect; negative for hyperplasia. 3. Myometrium benign leiomyoma (1.9 cm). 4. Serosa: no significant histopathologic change. 5. Right and left fallopian tubes: two essure coils in place; otherwise no significant histopathologic change. 6. Negative for malignancy. Clinical history: dysmenorrhea, pelvic pain, essure in place. Gross description: the specimen is received in formalin fixative with the correct patient's name on a container labeled "uterus, bilateral fallopian tubes." The specimen consists of a uterus with attached cervix and bilateral fallopian tubes. The uterus and cervix measure 8.0 x 3.5 x 5.7 cm from cornu to cornu, and weighing 75 grams. The serosal surface is tan-pink with a subserosai leiomyoma measuring 1.9 x 1 a cm. The ectocervix is tan pink, smooth with an external os measuring 1.2 cm in diameter. The specimen is bivalved to reveal an endometrial cavity measuring 4.0 cm in length and measuring 2.7 cm from cornu to cornu. There are two essure coils in either fallopian tubes. The anterior endometrium has a thickness of 0.2 cm, the myometrium and serosal surface measure 1.5 cm. The posterior endometrium has a thickness of 0.1 to 0.2 cm, and the myometrium and serosal surface measures 2.0 cm in thickness. The right fallopian tube measures 6.5 cm in length and has a diameter of 0.8 cm. The attached fimbriated edge measures 2.0 x 1.0 x 0.7 cm. The left fallopian tube has a length of 6.5 cm and a diameter of 07 cm the attached left fimbriated edge measures 20 x 10 x 10 cm. Concerning injuries reported in this case the following ones were described in patient medical records: dysmenorrhea, depression and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- event outcome of pain and bleeding updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 886675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic sinusitis, deviated nasal septum, allergic rhinitis, retention cyst, septoplasty, pelvic discomfort, adenomyosis, fibroids and hypertrophy of nasal turbinates. Previously administered products included for an unreported indication: allegra and zyrtec. Family history included breast cancer and ovarian cancer. Concomitant products included drospirenone + ethinylestradiol (yaz) until (B)(6)2012 for contraception and menstrual cramp, levonorgestrel (mirena) since 2015 for menstrual cramp as well as nsaids and paracetamol (acetaminophen). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, depression, anxiety, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: result: essure device was successfully occluded 1. No evidence for tubal patency with well-positioned essure devices in each tube. No spillage identified 2. Normal uterine cavity. Pathology test - on (B)(6)2017: uterus and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: 1. Cervix: no significant histopathologic change. 2. Endometrium inactive endometrium with deciduoid stromal changes, consistent with exogenous hormone effect; negative for hyperplasia. 3. Myometrium benign leiomyoma (1.9 cm). 4. Serosa: no significant histopathologic change. 5. Right and left fallopian tubes: two essure coils in place; otherwise no significant histopathologic change. 6. Negative for malignancy clinical history: dysmenorrhea, pelvic pain, essure in place. Gross description: the specimen is received in formalin fixative with the correct patient's name on a container labeled "uterus, bilateral fallopian tubes." The specimen consists of a uterus with attached cervix and bilateral fallopian tubes. The uterus and cervix measure 8.0 x 3.5 x 5.7 cm from cornu to cornu, and weighing 75 grams. The serosal surface is tan-pink with a subserosai leiomyoma measuring 1.9 x 1 a cm. The ectocervix is tan pink, smooth with an external os measuring 1.2 cm in diameter. The specimen is bivalved to reveal an endometrial cavity measuring 4.0 cm in length and measuring 2.7 cm from cornu to cornu. There are two essure coils in either fallopian tubes. The anterior endometrium has a thickness of 0.2 cm, the myometrium and serosal surface measure 1.5 cm. The posterior endometrium has a thickness of 0.1 to 0.2 cm, and the myometrium and serosal surface measures 2.0 cm in thickness. The right fallopian tube measures 6.5 cm in length and has a diameter of 0.8 cm. The attached fimbriated edge measures 2.0 x 1.0 x 0.7 cm. The left fallopian tube has a length of 6.5 cm and a diameter of 07 cm the attached left fimbriated edge measures 20 x 10 x 10 cm.. Concerning injuries reported in this case the following ones were described in patient medical records: dysmenorrhea, depression and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. 886675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic sinusitis, deviated nasal septum, allergic rhinitis, retention cyst, septoplasty, pelvic discomfort, adenomyosis, fibroids and hypertrophy of nasal turbinates. Previously administered products included for an unreported indication: allegra and zyrtec. Family history included breast cancer and ovarian cancer. Concomitant products included drospirenone + ethinylestradiol (yaz) until (B)(6) 2012 for contraception and menstrual cramp, levonorgestrel (mirena) since 2015 for menstrual cramp as well as amoxicillin;clavulanic acid (augmentin) since (B)(6) 2014, fentanyl citrate (narco) from (B)(6) 2012 to (B)(6) 2017, nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In april 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In april 2012, the patient experienced depression ("depression/ psychological or psychiatric problems: depression") and anxiety ("mental anguish/ anxiety"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on april 2017. At the time of the report, the pelvic pain was resolving and the dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on april 2012: result: essure device was successfully occluded 1. No evidence of tubal patency with well-positioned essure devices in each tube. No spillage identified 2. Normal uterine cavity. Pathology test - on april 2017: uterus and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: 1. Cervix: no significant histopathologic change. 2. Endometrium inactive endometrium with deciduoid stromal changes, consistent with exogenous hormone effect; negative for hyperplasia. 3. Myometrium benign leiomyoma (1.9 cm). 4. Serosa: no significant histopathologic change. 5. Right and left fallopian tubes: two essure coils in place; otherwise no significant histopathologic change. 6. Negative for malignancy clinical history: dysmenorrhea, pelvic pain, essure in place. Gross description: the specimen is received in formalin fixative with the correct patient's name on a container labeled "uterus, bilateral fallopian tubes." The specimen consists of a uterus with attached cervix and bilateral fallopian tubes. The uterus and cervix measure 8.0 x 3.5 x 5.7 cm from cornu to cornu, and weighing 75 grams. The serosal surface is tan-pink with a subserosai leiomyoma measuring 1.9 x 1 a cm. The ectocervix is tan pink, smooth with an external os measuring 1.2 cm in diameter. The specimen is bivalved to reveal an endometrial cavity measuring 4.0 cm in length and measuring 2.7 cm from cornu to cornu. There are two essure coils in either fallopian tubes. The anterior endometrium has a thickness of 0.2 cm, the myometrium and serosal surface measure 1.5 cm. The posterior endometrium has a thickness of 0.1 to 0.2 cm, and the myometrium and serosal surface measures 2.0 cm in thickness. The right fallopian tube measures 6.5 cm in length and has a diameter of 0.8 cm. The attached fimbriated edge measures 2.0 x 1.0 x 0.7 cm. The left fallopian tube has a length of 6.5 cm and a diameter of 07 cm the attached left fimbriated edge measures 20 x 10 x 10 cm. Concerning injuries reported in this case the following ones were described in patient medical records: dysmenorrhea, depression and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: concomitant drugs were added. Added events: abnormal bleeding (vaginal, menorrhagia). On 26-nov-2019: amendment: concomitant drug recoded. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.